Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. During the process inspection 100% gas flow test is performed. It is speculated that the issue may be caused by tubing that is twisted or kinked. Without the device to evaluate, the complaint could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: when separating the o2 line form the co2 line, the line must be tearing and causing a leak, because the readings are inconsistent, or non- existent. No patient harm was reported. The cannula was changed.